Manufacturer narrative:
It was reported that on the following day of amulet procedure, during a follow-up a small pericardial effusion was detected. The 25 mm amulet occluder which was initially selected for implant in the patient with difficult and complex anatomy, was partially re-sheathed due to a heavy pectinate and shallowness of positioning and was fully re-captured. A new 22 mm amulet occluder was selected, however it was determined that the patient anatomy was too difficult and the procedure was cancelled. The device was not returned to abbott for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It is possible that the reported operational difficulties due to complex anatomy may have contributed to the observed pericardial effusion, however this cannot be conclusively determined. Based on the information available, it is difficult to determine with certainty the exact cause. The patient was kept overnight for monitoring. The effusion decreased in size on its own. No further intervention was required and the patient status was reported to be stable. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using an unknown 14f delivery system. It was noted that the patient had difficult anatomy. The patient's left atrial pressure was 7mmhg and fluid was administered. Transseptal puncture was inferior mid. During the procedure the device was partially re-sheathed due to a heavy pectinate and shallowness of positioning. The decision was made to fully re-capture the device. A new 22mm amplatzer amulet left atrial appendage occluder. However, it was determined that the patient anatomy was too difficult and complex. The procedure was cancelled. On the following day, during a follow-up a small pericardial effusion was detected. The patient was kept overnight for monitoring. The pericardial effusion decreased in size on its own. No further intervention was required. The patient status was stable. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using an unknown 14f delivery system. It was noted that the patient had difficult anatomy. The patient's left atrial pressure was 7mmhg and fluid was administered. Transseptal puncture was inferior mid. During the procedure the device was partially re-sheathed due to a heavy pectinate and shallowness of positioning. The decision was made to fully re-capture the device. A new 22mm amplatzer amulet left atrial appendage occluder. However, it was determined that the patient anatomy was too difficult and complex. The procedure was cancelled. On the following day, during a follow-up a small pericardial effusion was detected. The patient was kept overnight for monitoring. The pericardial effusion decreased in size on its own. No further intervention was required. The patient status was stable.